Event description:
Related manufacturer report number: 2017865-2023-24156 it was reported that the patient presented for an implantable cardiac defibrillator (idc) system extraction due to infection. The patient exhibited endocarditis and vegetation on the lead. The ICD, atrial lead and right ventricular lead were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.